Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted intra-op to assist with coronary perfusion. The iab was inserted with toe guidance and tip confirmed in correct position. The proximal end of iab was secured in place with stitch. The distal part was secured with the provided statlock. A chest x-ray post-op showed the iab in correct position and working well. Two days post-op - there was an overnight rise in lactate and decreased urine output. Hypoglycaemia, deranged liver, renal function and raised amylase were noticed. The iab was found in abdominal aorta. The patient was inspected. The distal clip of the iab was disconnected leading to iab migrating down. The iab was removed and the patient improved (urine output increased, lfts normalized).